Manufacturer narrative:
On (B)(6) 2016 the medical affairs director performed a clinical evaluation and commented as follows: 1,5 months after cementless partial arthroplasty a dislocation occurred, according to report, with no traumatic event. The low-quality radiograph supplied shows a sunken stem, possibly undersized, although contralateral hip is not represented and therefore full evaluation is not possible. The condition that may lead to interprosthetic dislocation with the use of a bipolar head is hard to imagine: a possible scenario is that the small cocr head had not been fully inserted in the bipolar component at primary operation. This should be detectable from a postoperative x-ray, not available. No other hypothesis can be formulated at present with the supplied information. Batch reviews performed on (B)(6) 2016. Lot 153707: (B)(4) items manufactured and released on 22 october 2015. Expiration date: 2020-10-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cocr ball head 12/14 ø 28 size s-3.5, code (B)(4), lot. 151900 (k072857); (B)(4) items manufactured and released on 25 june 2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient dislocated his hip. The dislocation was caused by crossing his leg. The surgeon revised the cocr head and the bipolar head. The surgery was completed successfully. X-rays are available. Explants are not available.